Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues and pain. In 2006, the pt was seen by a company rep for device eval. Testing performed confirmed that the device was functioning. However, a decision was made to explant the device. Surgery to explant the pt's device is to be scheduled.